Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture in the lead conductor. The fracture was confirmed via x-ray. A new lead was successfully implanted. No additional adverse patient effects were reported.